Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer states that they receive a no delivery alarm after a bolus. Customer would just press the resume button repeatedly until the boluses finished delivering. The customer was assisted with trouble shooting and was informed to rewind their insulin pump and reinsert the reservoir. The customer did not return the product back for analysis.